Event description:
Patient reported right side device rupture and "2-3 axillary siliconomas". The device remains implanted.

Manufacturer narrative:
Correction to h11 in the previous emdr: the event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; "axillary siliconomomas."

Event description:
Patient reported right side device rupture and "two-three axillary siliconomas" diagnosed by ultrasound. The healthcare professional confirmed the rupture. The device has been explanted.

Event description:
Patient reported right side device rupture and two-three axillary siliconomas. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture and silicone migration: observed an opening assessed as fold flaw opening. Granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side device rupture and "two-three axillary siliconomas" diagnosed by ultrasound. Subsequently, the healthcare professional confirmed the rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Event description:
Patient reported right side device rupture and "two-three axillary siliconomas" diagnosed by ultrasound. Subsequently, the healthcare professional confirmed the rupture. The device remains implanted.